Manufacturer narrative:
E1: initial reporter facility name: (B)(6). Device evaluated by MFR: the angiojet solent was returned for analysis. Visual examination of the device revealed multiple shaft kinks and the catheter was successfully functionally tested with no leaks or alarms present.

Event description:
It was reported that the procedure was cancelled. The target lesion was located in the left lower limb vein. A angiojet solent omni was used for thrombectomy procedure. During procedure, the angiojet machine functioned normally at first, but after inserting the catheter and starting the process, a "check the kink of the catheter" prompt appeared multiple times. Despite resetting the machine, the prompt persisted, and eventually, a "perseverative error. Please replace the device" message appeared. The catheter could no longer be used. The procedure was not completed due to this event. No complications were reported and the patient was stable. It was further reported that the patient was sedated and local anesthesia was administered.

Event description:
It was reported that the procedure was cancelled. The target lesion was located in the left lower limb vein. A angiojet solent omni was used for thrombectomy procedure. During procedure, the angiojet machine functioned normally at first, but after inserting the catheter and starting the process, a "check the kink of the catheter" prompt appeared multiple times. Despite resetting the machine, the prompt persisted, and eventually, a perseverative error. Please replace the device message appeared. The catheter could no longer be used. The procedure was not completed due to this event. No complications were reported and the patient was stable.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) medical university.